Manufacturer narrative:
From the state of the adhesive of the distal end, olympus (B)(4) assumed that the reported event was caused by chemical stress during reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Gaps of adhesive of distal end were noted. The event was found during repair by olympus. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; -there were gaps in the adhesive at the distal end, and dirt had entered the light guide lens. Leaks from the channel, distal end and elevator channel plug were identified. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that dirt had formed inside the light guide lens due to the ingress of liquid through the leaked part of the device. If additional information becomes available, this report will be supplemented.